Event description:
It is reported that the surgeon was not happy with the was the locking mechanism was operating when the liner was inserted. He then trialed another liner with the same result. Both liners were trialed another time and one was implanted.

Manufacturer narrative:
(B)(4). Evaluation summary: the liner was returned for evaluation and was found to have some damage on the polar boss that appears slightly rounded that may have been from misalignment with the shell. Cause cannot be definitively determined. Evaluation codes: a portion of the polar boss had a burr that may have been from removing the liner from the shell. The liner was measured and found to be conforming to print specification. Device history records indicate all components were manufactured and inspected to specification.